Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up button has been intermittently unresponsive over time. The reporter does not know when the issue started, but states that it is necessary to press the button multiple times. No trauma to the pump or damage to keypad is reported. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to confirm or duplicate unresponsive 'up' button. Testing confirmed the 'up', 'down', 'ok' and 'contrast' buttons are responsive to button presses and are functional. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts and no issues were found. Unrelated to this complaint, the display screen was faded and discolored upon start up and difficult to read replaced faded display with test display, which was fully functional. Testing was completed using the test display.